Event description:
The biomed at the user facility reported that the ventilator was involved in an incident where the pt became detached from the vent for an unk period of time before the respiratory therapist (rt) walked into the room and noticed vent alarming both audible and visual. Rt said the vent was alarming for low volumes but they did not think that the alarm was loud enough. The dir of the rt dept reported that the pt did suffer some brain damage due to the two disconnections from vent. He says that they have done some hyperbaric chamber therapy and the pt is doing much better now through still on a vent. He said alarm loudness level was set to max at time of events. They do not have a nurse call system in place at this time. At first disconnect incident, the rt reported to hear the alarm and came into room to find pt circuit disconnected from trach. On second disconnect it was reported that no one heard the alarm and was only caught due to lab tech coming to draw blood from the pt. Upon entering he saw a red "disconnect" alarm on vent but did not hear audible alarm. Lab tech rushed to get nurse. The rt dept checked the vent and found alarms to function correctly and all functions normal. Pt settings: prvc/sim 8, vt400, +5, ps10 i.time 1.0 fio2 50%. Alarm settings: hi pr=40, hi vt 800 low vt 100, hi ve 15, low ve 2, pip 50 low 8, low peep 2.

Manufacturer narrative:
The carefusion field service tech evaluated the ventilator and was not able to duplicate the customer complaint. The technician disconnected the pt circuit multiple times, always getting visual and audible alarms. The tech shut the vent down and restarted the vent multiple times, rechecking the audible and visual alarm functions. The technician turned the audible alarm volume up and down, tested the disconnect alarm at both ends of the volume settings. No problems noted. The ventilator meets MFR specifications.